Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for unknown high blood glucose levels. The blood glucose levels at the time of the call were 301 mg/dl. Prior to the hospitalization, the customer stated she got a low battery alarm on the insulin pump, but she stated she may not have cleared it. Troubleshooting was performed and the insulin pump passed the required tests.